Event description:
Pressures dropped; balloon was deflating; no patient complications.

Manufacturer narrative:
In 2009---customer report was confirmed. Balloon inflated but did not maintain inflation due to a leakage at distal bond. Leakage occurred through a groove on top of pressure lumen.

Manufacturer narrative:
The stopcock to the cardioplegia port was visually inspected and there are no defects to the stopcock. The balloon was inflated with colored water and a leak was detected in the distal balloon bond. Water was put through all but the balloon lumen and there are no other defects detected. Visually there is a small kink in the bellows; however this would not contribute to the device defect. These devices are visually and functionally tested 100% prior to packaging.